Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer rf (radio-frequency) head does not interrogate consistently. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed all uplink amplitude tests due to the cable being out of electrical specification. It was also noted that the cable had twists in it and the rubber pad portion of the label was missing.